Event description:
It was reported a motor stall occurred on (B)(6), 2012. No MRI was performed and no possible electromagnetic interference (emi) source could be identified. The motor stall could not be cleared by reprogramming the pump thus the physician was advised to program the pump to minimal flow rate and schedule a replacement. No patient symptoms or injuries were reported. The device system was used to deliver hydromorphone. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump motor revealed gear train anomaly; corrosion. It was noted there was significant residue on the upper shaft of gear 1. This may have been the cause of the motor stall.